Event description:
The customer's wife reported inaccurately low blood glucose readings with test strips, lot 16113b. The pt opened the bottle of test strips approx 4 weeks ago and immediately began using them. He obtained blood glucose readings in the 15-30 mg/dl range with each test strip he used. Because he did not have any hypoglycemic symptoms, he did not believe these readings were accurate. The desiccant is in the bottle of test strips. The code was set correctly for all tests. The customer does not have any normal control solution to check the test strips for accuracy. A check strip test was performed and the result was within the check strip range. (The contact did not know the specific result). The customer stores the test strips in his bedroom.